Event description:
The dist reports incident in which microbubbles were formed in the extracorporeal circuit and the hemodialysis machine in use failed to alarm. A small stream of microbubbles passed the air detect sensor may have been administered oxygen and placed in trendelenberg position. The pt recovered in approximately 10 minutes. The actual bloodline in use at the time was evaluated and no leaks or other defects were found. The machine MFR issued recalls for this issue in march 2004 (recall # z-0758-04) and december 14, 2004. The reported event is a machine related problem that has been identified by the machine MFR and communicated to FDA and all machine users. This MDR is filed for the bloodline as a concomitant product.